Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's other blood glucose value was 136 mg/dl and 212 mg/dl and 157 mg/dl. Customer reports they did receive a calibration not accepted alert and change sensor alert. The customer was treated with orange juices & ate crackers. The device will not be returned for analysis.